Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "e315" was presumed to have been due to a defect of the circuit board in the video connector. The suggested phenomenon of "foreign material from the nozzle" was presumed to have been due to a delay of starting of precleaning, or unfulfillment of soaking of the endoscope in detergent solution. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly.

Event description:
Customer added that the procedure was completed using another device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Other evaluation findings include the following: the nozzle had foreign objects; water tightness was lost due to deformation of the upward/downward knob; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the play of the upward/downward knob was out of the standard value also due to wear of the angle wire; there was a chip, a crack, and a white clouded area on the adhesive of the bending section cover; the suction connector was dirty due to water leakage; the adhesives around the objective lens and the light guide lens were peeled; the suction cylinder was shaved; the protector of the universal cord on the suction connector side had a scratch; and the connecting tube also had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the evis lucera elite colonovideoscope gave an e315-scope communication error code when connected with the facility evis lucera elite video system center and the evis x1 video system center. It did not resolve even after cleaning it with an ethanol gauze. This occurred during preparation for a diagnostic procedure. The intended procedure was delayed as the device had to be cleaned with alcohol. There was no report of patient harm.